Event description:
Pt on hemodialysis machine for approx 2 hours. During routine vital signs and systems check a slight kink was found in arterial blood line between blood pump segment and dialyzer connection. Hematocrit immediately drawn, at 36%, blood was hemolyzed in tube. Pt is a symptomatic, blood pressure 154/78 pulse 86. Labs drawn per protocol and sent to lab stat. Dr notified. Pt's treatment re-initiated on new dialyzer and lines. Pt remained asymtomatic. No harm to pt.